Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving high-voltage therapy. Upon interrogation, it was discovered that the right atrial and right ventricular leads exhibited oversensing, where there was interference between the two leads. The leads also exhibited high capture thresholds and loss of capture. Dislodgement was suspected, so the leads were removed and replaced on (B)(6) 2018. During this explant, the right ventricular lead helix could not extend. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.